Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 115 mg/dl and his sensor glucose reading was 78 mg/dl. Customer stated that his pump has gone into threshold suspend. Customer is treating based on the glucometer and no the sensor reading. Customer stated that he plays tennis and was advised to make sure that he has the sensor taped down. Customer has turned the sensor feature off for the night. Customer has decided that he will reconnect the old sensor in the morning when he wakes up. Customer will monitor his sensor performance. No further assistance needed.